Manufacturer narrative:
Product analysis: as found condition: the pushwire and phenom 27 catheter were returned inside the biohazard bag, and a shipping box. The pipeline flex braid was not returned. Damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip, marker band, and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through catheter hub, lumen, and tip without issue. Conclusion: based on the returned devices, the customer complaint was not confirmed as no issues were found with the returned pushwire and catheter. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline during procedure. However, the customer reported that vessel tortuosity was normal and the continuous flush was used during procedure, ruling out vessel tortuosity and lack of continuous as potential causes. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the tip of the catheter did nto move during deployment. The cause of the event was not determined.

Event description:
Medtronic received a report that the pipeline moved during the deployment process and became stuck in the distal part of the phenom 27 microcatheter when withdrawing. The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the left ophthalmic artery. The max diameter was 12mm, and the neck diameter was 4.01mm. The landing zone was 3.6mm distal and 3.56mm proximal. The patient's vessel tortuosity was normal.  The access vessel was the left femoral artery, which was 8.1mm in diameter. Dual antiplatelet therapy was performed as required before the surgery. It was reported that the phenom 27 was delivered to the end of m1 segment. After the stent was delivered in place and deployed, the stent tip was opened. The surgeon wanted to withdraw to the distal anchor point of the stent. When withdrawing past the internal carotid artery bifurcation, the stent system fell to the vicinity of the aneurysm neck. Later, the surgeon found that the distal anchor point was too close during angiography and prepared to withdraw the stent and deploy it again. During withdrawal, it was found that the stent had great resistance to be withdrawn. After multiple attempts, the stent could not be completely withdrawn. Finally, the middle catheter was slightly raised to pull the stent and phenom 27 back into the middle catheter and withdrawn from the body as a whole. It was found that the stent was stuck in phenom 27. After that the phenom 27 was replaced. It was re-raised in place and the stent was replaced again, and the operation was successfully completed. The physician had released the load/slack in the system, but this did not resolve the issue. There was no damage to the catheter or pushwire. A continuous flush had been administered. The patient did not experience any injury or complications. Postoperative angiography was normal and direct adhesion was good. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 227203465); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.